Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation. Data review confirmed the reported event of a transmitter error failure. A root cause could not be determined via data.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. No product or data was provided for evaluation. The complaint confirmation of a failed transmitter error could not be determined. A root cause could not be determined.